Event description:
Upon removal of the speculum, there was an area noted on the anterior vaginal wall that was approximately 3 x 2 cm and well circumscribed. It was unclear if this was a lesion that was there previously versus an area that was denuded by the speculum versus a thermal injury from the ablation.